Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for evaluation. Testing found that the relay had a short between two pins and both fuses on the relay were open.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a stand alone board kit was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect stand alone board has been received by the manufacturer for evaluation however results are not available yet.

Event description:
A medtronic representative reported that during planned maintenance (pm), the stand alone board has failed. There was no patient present at the time of the issue.